Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has occasional undersensing seen on stored electrocardiograms (egms) that resulted in some high rate non-sustained (hrns) episodes marked as terminated. The undersensing was suspected to have delayed therapy treatment. The lead remains in use. No patient complications have been reported as a result of this event.